Event description:
Customer called indicating that while she was using the pad in bed that a spark came out switch. She has chronic back pain so she uses her pad constantly. After speaking with her regarding her usage of the pad, she did indicate that she has been using incorrectly and would take my instructions under consideration.

Manufacturer narrative:
Based on this limited information, it was concluded that the pad has the svt style cord. This type of failure would be consistent with similar cord failures, where there were signs of incorrect use of the cord being wrapped tightly to the switch, causing an eventual break in the copper strands. We have made a design change in early 2014 to move ot a more robust, round, svt cord to make it more difficult to misuse the product, to the point where the cord fails. Since the change we have not seen any cord break failures like the one described. Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.